Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Explanted stem and fomoral head during revision surgery. Cone body was placed and impacted properly onto conical stem. Locking bolt was placed through top of cone body and was noted based on shoulder of bolt that cone body was in proper position. Bolt was then tightened with t-handle then proceeded to use torque wrench to tighten to appropriate setting based on needle on instrument. Upon performing this action the bolt sheared at the max. Torque position at approximately the tread location on bolt. The surgeon opted to leave construct in place and close.

Manufacturer narrative:
An event regarding revision surgery involving a metal head was reported. The event was confirmed as explanted devices were returned. Method & results: device evaluation and results: visual inspection: the returned device was visually unremarkable. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Explanted stem and femoral head during revision surgery. Cone body was placed and impacted properly onto conical stem. Locking bolt was placed through top of cone body and was noted based on shoulder of bolt that cone body was in proper position. Bolt was then tightened with t-handle then proceeded to use torque wrench to tighten to appropriate setting based on needle on instrument. Upon performing this action, the bolt sheared at the max. Torque position at approximately the tread location on bolt. The surgeon opted to leave construct in place and close.